Event description:
It was reported that this left ventricular (lv) lead had been turned off for a while. As of this time, this lv lead remains in service. No additional adverse patient effects were reported.